Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient not showing up. A technical support specialist advised the customer to add override group to the medication and resolved the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient not showing up on pyxis. User mentioned that wrong message was transferred. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.